Event description:
The pump was returned for investigation. Investigation revealed that the up/down arrow and ok keypad buttons were unresponsive and contamination was found under the key contacts. The bolus button key contact was found to be damaged; bolus button was found to be unresponsive. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the up/down arrow and ok keypad buttons were unresponsive and contamination was found under the key contacts. The bolus button key contact was found to be damaged; bolus button was found to be unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.